Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose over 400 mg/dl. Troubleshooting was performed. The date and time on the insulin pump were correct. Reviewed the bolus history and revealed that the device was on suspend mode. Assisted the customer with checking his blood glucose and delivering the bolus wizard successfully. The customer stated that he wears the infusion set for no more than three days. The alarm history revealed a no delivery alarm. The customer called back to perform the high pressure test twice and the insulin pump failed the tests. No further information was provided.